Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had an "issue with device". When the patient's call was being transferred to a manufacturer's agent the patient disconnected prior to the call being answered. It was unclear if there was an issue with the patient's internal or external device. No symptoms or further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the issue with their device was that their charger was getting hot when charging. The patient saw the thermometer message when charging. The cause of the issue was a "faulty box". They were sent a new charger and the issue was resolved. No further complications reported.